Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter displayed an "ER 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 930pm. The cca was advised the patient manages his diabetes with insulin. It is not known what action the patient took at the time of the alleged issue; however, at 1030pm, the reporter stated the patient exercised. The reporter denied the patient developed symptoms. At 10pm that same evening, the patient obtained a blood glucose result of "250 mg/dl" with another device. The patient administered self nph insulin (3 units). At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. The cca walked the reporter through a retest but was unable to resolve the alleged issue. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. In addition, the patient confirmed he continued to test his blood glucose on another device. However, this complaint is being reported because the alleged "ER 5" message remained unresolved.